Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not working was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the tip was drilled into and the bearings were corroded and worn out. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. The attachment could be forced into position which placed the distal tip of the burr in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip. It was determined that the cause of the craniotome damage was due to improper burr insertion or failure to follow the directions for use, which is user error. It was determined that the corrosion on the bearings was consistent with wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the craniotome device was not working. During in-house engineering evaluation, it was observed that the device bearings were corroded, worn out and the neuro tip was damaged. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.